Event description:
It was reported that the guide wire would not cross the tortuous left anterior descending artery and when it was removed from the patient's anatomy, the tip was stretched. There was no separation. Another guide wire was used (type unknown) and stenting was successfully performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided. The returned device evaluation revealed that the shaping ribbon had separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The shaping ribbon was separated, 8.5 mm proximal to the tipball. There was a bend in the shaping ribbon at the distal portion of the separation which is likely the result of the noted separation. The separated portion was still attached to the tipball and coils were still intact. The tip coils were completely stretched out distal to the center solder which is likely the result of the noted guide wire separation. Additionally, corrosion was noted on the guide wire tipball during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the tortuous anatomy. The outer diameter of the core proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the vessel was described as tortuous which could have contributed to the noted guide wire separation. Scanning electron microscopy (sem) analysis of the returned guide wire suggests that the shaping ribbon failure may be attributed to ductile overload. The shaping ribbon exhibited twisting and dimples. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.